Event description:
It was reported that the procedure was cancelled. During preparation for a atherectomy coronary intervention. This 330cm rotawire was selected, however, during the draw test the wire became fractured approximately 120cm from the tip. This device never entered the patient. The procedure was cancelled as they were not comfortable performing the procedure.